Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was noted that the atrial lead exhibited noise. The lead was subsequently reprogrammed but the noise anomaly could not be overcome. The physician elected to continue to monitor the lead regularly at this time. No other intervention was performed. The patient was reported to be in stable condition.